Manufacturer narrative:
Explant date: if explanted, give date: not applicable, explant not performed; however, is planned. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as a tecnis toric intraocular lens (iol), model zct150 16.0 diopters, was implanted into the patient's left eye and the front haptic tore through the capsular bag. The lens remains implanted, a vitrectomy was performed, and the patient was referred to a retina specialist to have the lens explanted. No additional information was provided.